Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred and the patient expired. At the end of ablation the patient became hypotensive. An ultrasound confirmed the effusion and a pericardiocentesis was performed stabilizing the patient. The patient became hypotensive once again a few minutes later and cardiac massage was attempted, however, the patient expired. It is alleged that the pericardial effusion most likely occurred during ablation with the ablation catheter. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.